Manufacturer narrative:
Medwatch field d4 updated. There have been no further issues were reported. The service actions resolved the issue.

Event description:
There was a complaint of a questionable hba1c gen3 result for 1 patient tested with a cobas 6000 c501 module. The questionable result was reported outside the laboratory. The doctor had it rerun because the result did not seem correct. The sample was repeated on a different module. The patient's initial a1c result was 11.2% accompanied by a data flag; the repeat was 4.9%. The customer believes the repeated result to be correct. The lot number and expiration date of the hba1c gen3 used were requested, but not provided.

Manufacturer narrative:
The customer declined to share qc and calibration data with the investigation. The field service engineer (fes) replaced and cleaned the sample probe and seals, and adjusted the gear pump and water pressure.